Manufacturer narrative:
This information was reported in error on follow-up MDR #0002648920-2016-00041-1 on (B)(6)2016. The screw returned meets print specification where measured and has thread and head damage. The shell was not returned because it remains implanted, therefore, no physical evaluation could be conducted. The device history records (dhrs) were reviewed and indicate the devices were manufactured to specifications, with no anomalies or deviations that would have affected the surgical outcome or contributed to the reported event. These devices are used for treatment. Complaint history searches found there are no additional complaints for the product part/lot combinations involved. Due to the shell remaining implanted and unable to evaluate, a root cause for the reported condition could not be determined with certainty.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon was unable to place the screw as it was to big for the holes and could potentially alternate the metal.

Manufacturer narrative:
The information on this form is now being reported under manufacturing report #0002648920-2016-03278. The original submission was reported under an MFR number that was fei-based and not cfn-based. Resubmitting under 2648920-2016-00041-3 instead of 0002648920-2016-00041-2.

Manufacturer narrative:
This report will be amended when our investigation is complete.